Event description:
It was observed that during the device evaluation, the air-water tube, jet tube, and air-water cylinder exhibited foreign objects. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation the most probable cause is due to failure to follow instructions. According to previous investigations, the use of products that contain silicone can cause deposits of white foreign material. Silicone is, for example, included in simethicone, a defoaming agent, lubricants, and so on. If the customer used them, there was a risk that foreign material remained in the channel even if the reprocessing was conducted in accordance with IFU. Simethicone and petroleum/oil/silicone-based lubricants are non-water-soluble and thus not recommended for use by olympus. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the manufacturing date. Updated fields: d4. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.